Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure that at approximately 166,000 joules, the physician attempted to clean the tip of the first fiber. When the fiber was re-insert to continue the procedure, excessive fiber life message was displayed on the console. The fiber was exchanged for a second fiber and after 300,000 joules of use the excessive fiber life message was displayed on the console. A third fiber was used but messages for fiber port overheat and fiber expired were displayed. The case was completed with the third fiber. Total joules used was 589,547 and total time expended was 2 hours. The fibers were cleaned during the procedure. 'Patient outcome: no injury reported.